Event description:
Customer reported that when her nurse was changing the battery on her insulin pump, there was something leaking. The battery was changed and the insulin pump seems to be working fine. Customer is not sure if anything is wrong with the device because she is blind. Customer was advised to monitor the device and if something is malfunctioning, it will be replaced. She was advised to call back with her nurse for more information. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).